Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the subject device was removed to be replaced by a crt device. Because of difficulties to interrogate replacement device in the operating room, subject device interrogation was also attempted. However, interrogation could not be completed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Event description:
On (B)(6) 2014, the subject device was removed to be replaced by a crt device. Because of difficulties to interrogate replacement device in the operating room, subject device interrogation was also attempted. However, interrogation could not be completed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Event description:
On (B)(6) 2014, the subject device was removed to be replaced by a crt device. Because of difficulties to interrogate replacement device in the operating room, subject device interrogation was also attempted. However, interrogation could not be completed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.